Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicate the device met all release criteria. The device has not yet been returned to the manufacturer and the investigation is still ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during placement of an embolization coil in the aneurysm, insertion of the coil became difficult. After pushing and pulling several times, the coil detached and some of the coil extended out into another vessel. The detached segment was able to be pushed back into the aneurysm with a microcatheter. There was no reported patient injury.